Event description:
The manufacturer received information alleging a ventilator's battery depleted and the ventilator shutdown. The patient required cardio-pulmonary resuscitation and was taken to the hospital. The patient was in a coma and suffered anoxic brain injury. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. The device was found to operate and alarm as designed.